Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported they were needing an MRI of their lower back. Agent walked pt through putting device into MRI mode and patient reported seeing eligibility cannot be determined with the code 06315150000. Agent consulted with tech services and code could not be decoded. Agent stated pt needs their eligibility reprogrammed and redirected pt to their healthcare provider (hcp). Pt stated they were now seeing a new doctor. Pt asked for a list of manufacturer representatives (rep) in their area. Agent reviewed role of reps and redirected pt to their hcp. Pt stated they think a lead slipped as the stimulation is not going high enough. Agent asked if this began around (B)(6) 2025, and patient stated they think so, or it may have worked just slightly better at first. Agent redirected patient to healthcare provider.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025, brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.